Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) readings were absent on the ilet while the dexcom g7 app continued to show uninterrupted readings, indicating a communication issue limited to the ilet¿s reception of the sensor signal. Symptoms included no adverse clinical effects and no changes in blood glucose. Outcomes included restoration of continuous glucose data on the ilet after re-pairing, with no medical intervention required. Investigation included troubleshooting and user education that directed the user to toggle bluetooth and re-pair the sensor to the ilet. Investigation of this case revealed successful re-establishment of the cgm connection to the ilet after re-pairing, consistent with a transient communication disruption without sensor or algorithm malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a brief, correctable communication issue between the ilet and the cgm transmitter.